Event description:
It was reported that right ventricular (rv) lead was explanted due to patient had subclavian venous occlusion. Moreover, patient arm was swelling and was experiencing discomfort. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental reports was created to capture the updates on b5: describe event or problem.

Event description:
It was reported that right ventricular (rv) lead was explanted due to patient had subclavian venous occlusion. Moreover, patient arm was swelling and was experiencing discomfort. No additional adverse patient effects were reported. Additional information indicated that the venous occlusion was from the lead in the vessel. No adverse patient effects were reported.